Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 45 months ago. Aneurysm and vessel morphology from the time of implant were not reported. The current vessel morphology was reported as the aortic neck is 32 mm in diameter and there was aortic neck elongation. It was reported that on an unknown date, a CT revealed a proximal type I endoleak. The CT demonstrated that the entire aorta was longer then pervious cts and there was more tortuosity then previous films. The cause of the type I endoleak was due to disease progression with aortic neck dilatation and elongation. The physician elected to treat the patient with the implantation of two endurant aortic cuffs and the proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression with aortic neck dilatation and elongation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression with aortic neck dilatation and elongation).